Manufacturer narrative:
This event was determined to be reportable based on the surgeon¿s initial report. The device history record (DHR) review is completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Evaluation summary attached: a minor tear is detected, in the free margin of leaflet 2 at commissure 2, and measures to approximately 1mm. Minor non- through serrated tears, not through the entire thickness of the tissue, are detected at the free margins of leaflets 1 and 2 at commissure 2. Cuts in the sewing ring fabric at commissure 2, adjacent to the described region, the free margins of leaflets 1 and 2, are evident. The described tears are possibly due to mechanical injury at explant. No other inconsistencies detected in the valve or the x-ray. The valve will be sent to research and development for functional testing. In 2009, device was transferred to r&d for functional testing since the evaluation did not support the customers and a second request was send via email for the echo report. The following month, the evaluation findings were sent via customer letter along with an additional request via email for the echo cd. At three days later, no echo or additional information has been received from the customer. This file will be reviewed, the decision tree will be re-run and an updated letter will be sent to the customer along with the final r&d results. There is no other information available at this time. Corrected data: x-ray

Event description:
Reportedly, the device was explanted on same date of implant. Magna was implanted to correct aortic stenosis in 2009. After the implant, aortic regurgitation was observed on echocardiography. It was reported that the regurgitation was observed from the central area. Sales rep has an appointment with customer five days later, and more information will be reported later. The following day, additional information: physician's name is dr. Patient was male. Supra-annular implantation was performed. When customer tried to wean from the heart-lung machine, severe regurgitation was observed on the transesophageal echocardiography and it did not seem that one of the leaflets was moving. Surgeon suspected a suture loop and re-opened aorta but no suture loop was observed. Valve was replaced with mechanical valve (on-x). Risk factors before the surgery were diabetes and pulmonary hypertension. Copies of the echo report have been requested to be reviewed by an independent consultant.

Manufacturer narrative:
Device not returned.